Event description:
It was reported that this pacemaker was exhibiting premature battery depletion, where the battery had decreased from ten years on july 4, 2020 to only two and a half years remaining on september 14, 2020. The battery disk analysis was reviewed and indicated that the power consumption of this device has been increasing over the past year and was expected to increase. Technical services recommended that the device should be replaced and returned for detailed analysis. As of this time, the device remains in service. No adverse patient effects reported.